Manufacturer narrative:
This report is based on information provided by philips remote and field service personnel and has been investigated by the philips complaint handling team. A good faith effort attempt was made to obtain additional information regarding the nature of the event. A response was not received. Available details indicate that the device had exhibited symptoms of a failure and the engineer ordered a paddle replacement for the customer due to the plates not remaining in place. Based on the information available and the testing conducted, the cause of the reported problem was due to the paddles. The reported problem was confirmed. The device will be operational after repair parts are received and repair is completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device external paddle set was defective. There was no patient involvement.